Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2006 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone/tissue, and dark gray metal staining of tissue. A review of the invoice history confirmed the surgery dates and indicates the modular head, taper adapter, and acetabular cup were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04262 & 04263).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Dates of revision: (B)(6) 2003, (B)(6) 2006. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2006 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone/tissue, and dark gray metal staining of tissue. A review of the invoice history confirmed the surgery dates and indicates the modular head, taper adapter, and acetabular cup were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicate left hip arthroplasty occurred on an unknown date. Additional information provided in patient medical records indicate left hip revision was performed on (B)(6) 2003 due to instability. The patient's operative report noted fragmentation of the polyethylene liner and the acetabular component appeared retroverted. Further information provided in patient medical records indicate left hip revision performed on (B)(6) 2006 was due to acetabular component loosening and migration. The patient's operative report noted blood-tinged fluid, retroverted cup, and dark gray metal staining of tissues.